Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued on an unknown date. At the time of this report, the patient has recovered from the peritonitis event. Extraneal therapy was discontinued and was reintroduced after the recovery from peritonitis. Action taken with dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm every fifth day, route and duration not reported), amikacin injection (125mg, route, frequency and duration not reported) and meropenem injection (1gm, every day for seven days, route not reported) for peritonitis. At the time of this report, the patient was recovering for the event. Pd therapy was ongoing. No additional information is available.